Manufacturer narrative:
The device was returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of completion.

Event description:
Upon return from MRI, line with levophed and dobutamine noted to have blood backed up. Levophed syringe pump tubing noted to have fluid on it. Fluid was found to be leaking from side of tubing. No apparent harm to patient.

Manufacturer narrative:
The device was returned to vygon and was evaluated as part of the complaint investigation. A visual inspection noted no abnormalities and no damages were observed to the tubing or components. The product contained blood in the fluid pathway and therefore further analysis was unable to be performed as vygon is currently unable to open biohazard products. The information was also sent to the manufacturing plant in colombia for their information, however the product could not be sent due to biohazard concerns. Based on the information provided, vygon colombia believes this could be due to a lack of glue on the components, however the lack of adhesive could not be visually confirmed throught packaging. A documentation review was performed and did not find any abnormalities. Additionally, the reported event indicated that the product was used with a pump. This extension set is not intended to be used with a pump, so the failure may have been caused by the pump. (B)(4) has been initiated to investigate the label claims to avoid vygon administration and extension sets being used with pumps, as they are not intended for pump use.

Event description:
Upon return from MRI, line with levophed and dobutamine noted to have blood backed up. Levophed syringe pump tubing noted to have fluid on it. Fluid was found to be leaking from side of tubing. No apparent harm to patient.